Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range that has been increasing gradually over the last year. Technical services (ts) recommended a high energy shock to determine margin from energy truncation. The health care professional (hcp) will discuss with the physician. This rv lead remains in service. No adverse patient effects were reported.